Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that when the valve was 80% deployed, the patient¿s blood pressure did not recover. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In the instructions for use (IFU), hypotension is listed as potential adverse event associated with the implantation of the device. Additionally, the IFU states, ¿shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthetic leaflets are exposed and are functioning.¿ based on the information received, the cause of why the patient¿s blood pressure did not recover could not be conclusively determined. In this case, the valve was recaptured, pulled to the descending aorta, and cardiopulmonary resuscitation was initiated and performed for approximately 15-20 minutes. The patient was then placed on bypass support. It was also reported that extensive thrombus was noted inside the valve frame commissure posts so the delivery catheter system (dcs) and valve were both withdrawn from the patient. An analysis was performed on the returned valve. Upon receipt, the valve was observed to be discolored with evidence of blood contact. Loose coagulated blood remnants were also received with the valve. All leaflets were flexible and intact. The tissue also showed signs of creases and imprinting, a known condition resulting from crimping and recapturing. All leaflets were observed to be closed, with a slight gap at the point of coaptation and between the free margins of leaflets 2 and 3. All commissures appeared intact. The returned valve did not exhibit the reported extensive thrombus. A number of factors can contribute to the formation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. Prosthetic valve thrombosis is also a potential risk listed in the IFU and its presence and rate of formation is largely dependent on patient condition. Even though it was reported that the patient did not have any coagulopathy issues or blood disorders , the root cause of the observed thrombus could not be conclusively determined. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34-us, serial/lot #: (B)(4), ubd: 04-jul-2020, UDI#: (B)(4). The valve has not been returned and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, into a native v alve via right transfemoral access, at 80% deployment, the patient¿s blood pressure did not recover. The valve was recaptured, pulled to the descending aorta, and cardiopulmonary resuscitation was initiated and performed for approximately 15-20 minutes. The implant team chose to place the patient on bypass support. Extensive thrombus was noted inside the valve frame commissure posts; the delivery catheter system (dcs) and valve were withdrawn from the patient and not used for implant. Subsequently, a new dcs was used to successfully implant the second transcatheter bioprosthetic valve. It was reported that heparin was administered and the patient¿s activated clotting time (act) was monitored every thirty minutes; the patient¿s act levels throughout the case were between 270-341 seconds. It was noted the patient did not have any coagulopathy issues or other blood disorders that may have contributed to the thrombus formation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored with blood remnants on the tissue. Loose coagulated blood remnants were received with the return. All leaflets were in the closed position with slight gap at the point of coaptation and between the free margins of leaflets 2 and 3. All leaflets were flexible and intact. The tissue showed signs of creases and imprinting; tissue conditions resulting from crimping and recapturing. All commissures appeared intact. The alleged observation of extensive thrombus was not confirmed on the returned valve. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.